Event description:
PICC line in right lower arm was removed due to infiltration and slightly swollen right chest 6 days after insertion. Our facility has had multiple events with this device and is submitting several reports. The providers were consulted and based upon their assessment, no infection control concerns were identified, and infectious disease was not consulted. It was decided, out of an abundance of caution, to remove the lines. We have not identified a common denominator; therefore, though it might be a device/product concern. The devices have not been returned to the manufacturer at this time. None of the involved patients have required additional medical treatment, like antibiotics, because of their reaction and no cultures were sent. Our clinical team is aware of this concern and are diligently monitoring PICC line patients. No additional cases have been identified.